Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an anterior lumbar interbody fusion (alif) of the two (2) level for l4/l5 and l5/s1 on (B)(6) 2019, the surgeon had difficulty using two (2) synframe guide rods with adjustable clamp. Moreover, the guide was unable to be white-knuckled tightened. Thus, the surgeon used the same like product to successfully complete the surgery. There was a surgical delay of five (5) minutes and no patient consequences reported. This report is for one (1) synframe guide rod. This is report 1 of 2 for (B)(4).

Event description:
It was reported that event occurred during an anterior lumbar interbody fusion (alif) due to instability of the two (2) level for l4/l5 and l5/s1. The surgeon had difficulty using two (2) synframe guide rods with adjustable clamp, and the guide was unable to be tightened. The device was reported as used and faulty. It was not able to be tightened and rigid.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable part: 387.358. Lot: 8843853. Manufacturing site: bettlach. Release to warehouse date: 11.apr.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.